Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was implanted in a patient with a past medical history of pre-existing atrial fibrillation. There was calcification that extended beneath the aortic annular plane. The final implant depth was ncc 7mm and lcc 6mm. Post-implant, a permanent pacemaker was implanted. On (B)(6) 2025, the patient was discharged home in stable condition.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported complete heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances, as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 4582 no clinical signs, symptoms or conditions.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was implanted in a patient with a past medical history of pre-existing atrial fibrillation. There was calcification that extended beneath the aortic annular plane. The final implant depth was ncc 7mm and lcc 6mm. On (B)(6) 2025, a permanent pacemaker was implanted due to complete heart block. On (B)(6) 2025, the patient was discharged home in stable condition.